Event description:
The facility's biomed engineer reported an infusion pump with an 812:00 failure code. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. Although attempts were made by baxter service facility to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.